Manufacturer narrative:
(B)(4). Batch # n91l30. The analysis results found that the er320 device was received with the trigger and the top and lower shrouds broken. No functional test could be performed due to the condition on the device. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, 4 clips were found inside tube. Therefore, no conclusion could be reached as to how this damage had occurred, we have documented the circumstances as they were reported to us. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the firing parts of devices were broken. When the cystic canale were applying clips, before firing plastic parts were broken. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.